Event description:
The patient had completed a typical, non eventful treatment. During rinse back, the blood tubing line "popped off from the connector" at the dialyzer. There was an estimated 100 ml blood loss from the external flow of blood from tubing. The patient did not exhibit any symptoms and his vital signs remained stable. The rinse back was ended and the physician was notified; no follow up labs were ordered and no medical intervention was necessary. The patient was discharged home.

Manufacturer narrative:
The blood tubing set involved in this event was discarded by the customer and was not available for investigation. Instead 15 retained samples form same lot number reported (1000068071) were visually and leak tested and no defects or failures were detected. The 15 retained samples confirmed that they met the product specifications.